Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error with open book image. Customer stated that the insulin pump had low battery warnings in 20 minutes after putting new batteries and battery cap came loose. Customer stated that they got a message that bolus times out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.